Event description:
It was reported a nexlink screw broke during removal. Approximately one year post-op, the surgeon was removing the screw at the right c2 and it broke. The surgeon was unable to remove the distal portion of the screw and it remains in the pt's bone.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unk and the manufacturing records for the complaint device could not be reviewed. The root cause is unable to be determined. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.